Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an onsite evaluation was performed by a fresenius field service technician (fst). Per the fst service report, the machine passed functional testing without issue. The fst noted that the diasafe plus filter was expired and replaced it. Heat disinfection was completed. No further issues were found. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event.

Event description:
A user facility patient care technician (pct) reported to fresenius that the patient expired on (B)(6) 2026. The patient reportedly experienced an episode of intradialytic hypotension during hd therapy and coded (cardiac arrest) shortly thereafter. Although the specifics are unknown, it appears cardiopulmonary resuscitation (CPR) was attempted, however the patient could not be revived. Subsequent attempts to obtain additional clinical information (e.g., treatment record, hospital records, death certificate, causality, patient demographics) were unsuccessful.

Manufacturer narrative:
Clinical review: a temporal relationship exists between hd therapy utilizing a 2008t hemodialysis system and the serious adverse events of intradialytic hypotension, cardiac arrest, and death. The definitive etiology of the serious adverse events is unknown; therefore, causality could not be firmly established. It should be noted that limited clinical follow-up information precluded a more comprehensive investigation. However, during post-event testing the 2008t hemodialysis system passed all functional compliance and uf testing. Intradialytic hypotension is the most prevalent complication associated with hd and occurs in approximately 25% of all treatments, and very often the cause is multifactorial. The end stage renal disease (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease (including sudden cardiac death) accounts for the most deaths among the esrd population. Based on the information available, the 2008t hemodialysis system can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report of a fresenius device(s) and/or product(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility patient care technician (pct) reported to fresenius that the patient expired on (B)(6) 2026. The patient reportedly experienced an episode of intradialytic hypotension during hd therapy and coded (cardiac arrest) shortly thereafter. Although the specifics are unknown, it appears cardiopulmonary resuscitation (CPR) was attempted, however the patient could not be revived. Subsequent attempts to obtain additional clinical information (e.g., treatment record, hospital records, death certificate, causality, patient demographics) were unsuccessful.

Event description:
A user facility patient care technician (pct) reported to fresenius that the patient expired on (B)(6)2026. The patient reportedly experienced an episode of intradialytic hypotension during hd therapy and coded (cardiac arrest) shortly thereafter. Although the specifics are unknown, it appears cardiopulmonary resuscitation (CPR) was attempted, however the patient could not be revived. Subsequent attempts to obtain additional clinical information (e.g., treatment record, hospital records, death certificate, causality, patient demographics) were unsuccessful.

Manufacturer narrative:
Correction: h6 (investigation findings and investigation conclusions).